Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the exact surgical procedure? Did the patient receive any preoperative radiation or chemo therapy? Was the distal transection attempted to be completed in one firing or multiple firings? Was the device difficult to close? Please describe staple form after firing. Is any additional information available on how procedure was completed? What is the current patient status?

Event description:
It was reported that when stapling the rectum, it was impossible to have staple on the stump. The digestive part in the abdomen, on vascular prosthesis, remained gaping. Another device was used and solved this issue. Abdominal lavage and antibiotic therapy were implemented.

Manufacturer narrative:
(B)(4). Batch # r5776e. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.